Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced a pocket infection approximately eleven weeks post-implant. The implantable cardioverter defibrillator (ICD) system and absorbable antibacterial envelope were explanted, and the patient treated with antibiotics. No further patient complications have been reported as a result of this event.